Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys prolactin assay results for 4 patients tested on a cobas 6000 e 601 module serial number (B)(4) compared to the referral laboratory result. The referral laboratory method was clia. Of the data provided, there were discrepant results for 3 patient samples. For patient 1 the prolactin result was 94.8 ng/ml on the e 601. The prolactin result from the referral laboratory was 37.6 ng/ml. For patient 2 the prolactin result was 135.7 ng/ml on the e 601. The prolactin result from the referral laboratory was 101.3 ng/ml. Patient 2 was a (B)(6) female with a date of birth of (B)(6). For patient 3 the prolactin result was 32.42 ng/ml on the e 601. The prolactin result from the referral laboratory was 20.2 ng/ml. Patient 3 was a (B)(6) female with a date of birth of (B)(6). The results from the referral laboratory were correct. No incorrect results were reported outside of the laboratory. There was no allegation of an adverse event. The calibration and qc were acceptable.

Manufacturer narrative:
Based on the provided qc data, a general reagent issue can be excluded. The investigation determined the customer did not follow the peg precipitation for unexpected high elecsys prolactin results instructions in the method sheet.